Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room (ER) with a blood glucose level of 480 mg/dl. The customer attempted to self-treat with a correction bolus via the pump, but was treated intravenously with fluids of saline and insulin in the ER. Customer was released from ER (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support verified the pump was functioning as intended. Reportedly, the customer was using supplies longer than the recommended period per the tandem user guide.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.